Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the c-00 and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. Fa confirmed c-34 and c-00 errors in the logs. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. The unit had a dent towards the back-right side of the unit. At the same spot, there was a very deep scratch on the top cover.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the erbe triggered an error c-00. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to reboot the erbe, but the issue persisted. The customer decided to use a backup electrosurgical generator unit (esu) to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a backup electrosurgical generator unit (esu). No injury to the patient was reported.